Event description:
The device (part # cev2295a) was returned for repair to mxi service and repair. "Request for repair estimate: 1 unclad hook end/ almost new."

Manufacturer narrative:
(B)(6). Evaluation of this instrument indicated that the coating of the hook was slightly damaged. The surface of the coating was functioning as designed and the instrument was not "uncoated" as indicated by the client. The coating was most likely damaged from excessing abrasion during use or processing. The portion in front of the hook does not have any coating in order to permit coagulation in accordance with our manufacturing specifications. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).